Event description:
It was reported that (3) devices were used during a lung resection. It was reported by the affiliate that the tct75 instruments do not fire. Another instrument was used to complete the case. There was no consequence to the pt. Only (1) of the (3) devices is being returned.